Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved business partner (procamed) for evaluation. The customer's report could not be confirmed during testing. Log review showed that at 08:36:18, the user switched to defib mode and pressed the analyze button. Before rhythm analysis completed, the user pressed the energy up button twice, increasing the energy from 120j to 200j, and then initiated charging. This manual adjustment interrupted the auto-escalation sequence, causing the device to deliver 200j. The shock was delivered without issue, and all functions met specifications. The device performed as designed, with no malfunction identified. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.